Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suture cut needle driver instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suture cut needle driver needle had a cable dropout. The fragment was retrieved during the same procedure. The procedure was completing as planned.